Manufacturer narrative:
(B)(4). Batch # ni. Facility medwatch report # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Batch # p91z7p. Device analysis: the analysis results confirmed that the pouch device was returned fully deployed, the suture and the bag were returned for analysis, separated from the device. The bag was received fully cinched. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.